Event description:
Two reports were received, one report stated that the biopsy forceps became stuck in the endoscope. It was not able to be removed. The staff needed to remove the scope from the patient and start over again with another scope. The other report stated that the forceps measuring 2.8mm x 160cm became lodged in the gif-160 scope and scope had to be removed. The scope was damaged by the incident and sent for repairs. There was no harm to the patients. There were issues noted with the replacement esophagogastroduodenoscopy (egd) forceps. The concerns included: a larger biopsy size, the jaws opening wider and the way biopsy forceps pulls away from the tissue, there was resisitance pushing through the scope and resistance pulling out the specimen.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's lcd was found to be cracked. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.